Event description:
A report was received that the patient was unable to connect the remote control to the ipg due to an inability to charge. The physician will replace the ipg.

Event description:
A report was received that the patient was unable to connect the remote control to the ipg due to an inability to charge. The physician will replace the ipg.

Event description:
A report was received that the patient was unable to connect the remote control to the ipg due to an inability to charge. The physician will replace the ipg.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision at this time.

Event description:
A report was received that the patient was unable to connect the remote control to the ipg due to an inability to charge. The physician will replace the ipg.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was reportedly doing well following the proecure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed. The complaint device was unable to link was not verified. Upon receiving, the device was completely depleted, and it was charged fully in one cycle without any issue. The device was linked with a test remote control, and the error code 00000010h0 appeared. Battery and patient data blocks were found to be corrupted. In order to evaluate the complaint of residual stimulation, the device error condition was removed by substituting the corrupted data blocks with the default value. Ac/dc current leakage tests and residual gas analysis verified that there is no loss of electric current into the surrounding tissue as a result of faulty insulation. The monitored stimulation on an oscilloscope found no active stimulation when the stimulation was turned off. In addition, the battery tabs and fuse revealed no anomalies. It cannot be determined when the device got into the 00000010h0 condition. Having the error, the ipg stimulation could not be controlled/adjusted by the remote control.